Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Patient discovered the fluid leak and was unsure of where the leak was coming from. Patient had no adverse effects. Sample is not available for return; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the dat of the event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.